Event description:
The hearing aid user noticed that the waxguard was missing from his hearing aid. The hearing aid user removed it from his ear canal himself. There was no drainage to the ear, no redness, swelling or drainage.